Event description:
On (B)(6) 2011 customer reported a small puddle in the hydropneumatic system of the dxc 600 pro instrument. No injuries were reported and no erroneous patient results were generated. Customer cleaned up the spill and no further leaks have been reported.

Manufacturer narrative:
Customer cleaned the spill and no further leaks were reported. Beckman coulter identifier for this report is (B)(4). Customer cleaned the leak.